Manufacturer narrative:
As reported by (B)(6), approximately 2 years after two 6x150mm smart sx iliac sfa stents and an 8x60 smart control iliac stent were placed in the proximal portion of the left superficial femoral artery, restenosis was found. The patient is a (B)(6) year old of unknown gender and medical history of the patient. The lesion was treated by plain old balloon angioplasty (poba) approximately 3 weeks later. The patient recovered on the following day. Prior to the initial procedure, the lesion was not calcified and mildly tortuous. The rate of stenosis was 100%. The access site during the initial procedure is unknown. The brand and size of the sheath introducer and guiding catheter were unknown. The length and vessel diameter of the original lesion treated are also unknown. It is not known if the lesion the lesion was pre-dilated. It is unknown if there was any difficulty or resistance noted while crossing the lesion with the stents. It is unknown if the stent delivery systems had to pass through previously placed stents. It is unknown if the stents fully expanded with good wall apposition or if any post dilatation was performed. It is also unknown if the patient had symptoms when the restenosis was found or how it was identified. The patient was discharged. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This is one of 3 products involved with the reported events and are associated manufacturer report numbers 9616099-2015-00533, 9616099-2015-00534 and 9616099-2015-00535.

Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 3 products involved with the reported event and are associated manufacturer report numbers.

Event description:
As reported by the (B)(4) for sfa, approximately 2 years after two 6x150mm smart sx iliac sfa stents and an 8x60 smart control iliac stent were placed in the proximal portion of the left superficial femoral artery, restenosis was found. The lesion was treated by plain old balloon angioplasty (poba) approximately 3 weeks later. The patient recovered on the following day. Prior to the initial procedure, the lesion was not calcified and mildly tortuous. The rate of stenosis was 100%.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt. This is one of 3 products involved with the reported events and are associated manufacturer report numbers 9616099-2015-00533, 9616099-2015-00534 and 9616099-2015-00535.